Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experienced issue with two infusion sets were fell off during use. No further information available.